Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had a delivery anomaly. The blood glucose reading was 6 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The boluses were delivered and properly recorded in the bolus history and daily totals. No delivery anomaly was noted during testing. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.